Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889, lot# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient in advance evaluation. It was reported that patient has had loss of stim. Patient stated the flutter stopped that was felt at 1.1 setting. Patient increased stim up to 5 and still did not have any feeling of flutter. Patient stated lead possibly moved. The issue was not resolved at the time of the report. There were no further complications that have been reported as a result of this event.